Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. Based on the age of the AED(manufactured 8/19/2008) and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.